Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional, later reported, valve leak and/or damage. The device has been explanted.

Manufacturer narrative:
The reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported valve leak and/or damage. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation/valve leak and/or damage: delamination of the diaphragm valve assessed as adhesive failure. Observed opening striated on posterior side assessed as surgical damageno further actions are required as the device was implanted.